Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of above (600 mg/dl) the customer took a bolus via the pump and spoke to clinical diabetes educator who recommended that the customer take the manual injection also to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. It was indicated that the elevated bg's was possibly due to infusion set site. However, it was not confirmed. The customer changed the infusion set site.